Event description:
Additional review indicated that this is reportable. It was reported that the patient had MRI to rule out the granuloma and the patient didn¿t have a granuloma. The MRI was very short 5 to 10 minutes since the patient was too painful to continue. The patient was in hospital with a urinary tract infection, urinary retention, and leg weakness. It was unknown what the patient was on to treat her urinary tract infection. The lioresal was delivered in the system.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).